Event description:
A report was received that the patient was experiencing difficulty charging and eventually, the ipg would no longer hold a charge. It was noted that the patient's device was too superficial. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging and eventually, the ipg would no longer hold a charge. It was noted that the patient's device was too superficial. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.